Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported: various serious health effects / illnesses after inserting the implant. Amongst others, great pain in the breast, enlarged lymph nodes, skin changes, extreme joint pain, hair loss, activation of t cells, fatigue, poor concentration and much more! These absolutely had to be removed. Right side.